Event description:
This facility has had three pts recently, who experienced a precipitous drop in blood pressure while receiving platelets after CABG. Blood pressure returned to normal when platelet infusion was stopped. Two of the three pts were on angiotensin converting enzyme inhibitors prior to and during the event. All pts recovered.